Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. A 5.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilation. However, on initial inflation at 16 atmospheres for 2 seconds, the balloon ruptured. The inflation was enough to complete the procedure and no patient complications were reported.